Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2021 during which the surgeon noted a recurrence and a volleyball sized hematoma in the scrotum. The surgeon could not find the left testicle. He found the spermatic cord which seemed to be entrapped in the prior hernia repair with mesh that he had many years ago. He suspected that there may have been vascular compromise and atrophy of the left testicle as there is a mass that is palpable. He did not see any testicle at the end of the gonadal vessels. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.